Event description:
Pt was fine upon discharge from hosp after surgery. Four days after procedure pt was admitted back into the hosp with sepsis. Hosp suspected tube sets as possible cause of infection.